Manufacturer narrative:
The lens was returned. Solution is dried on the lens. The lens was torn/cut into pieces with additional torn/split optic damage and split/cracked areas were observed. A lens bench evaluation could not be conducted due to the lens damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint of 'insufficient visual acuity'. The lens is cut in half typical of an insertion and removal. Power and resolution testing could not be conducted due to the optic damage. Additional lens damage was also observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
Additional information was received indicating that the patient was incompatible with the iol and the symptoms resolved.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported insufficient vision and defective iol following an intraocular lens (iol) implant procedure. The lens was removed and replaced. The symptoms recovered.